Event description:
As reported by the edwards australian affiliate, post deployment of the sapien xt valve the final position was deemed too aortic. The valve was initially positioned 50:50; however, during deployment the valve shifted and landed 80:20 aortic/ventricular. The post deployment angiogram and echocardiogram (tee) revealed moderate to severe paravalvular leak (pvl). The valve was post dilated; however, echo showed the pvl had remained unresolved. The decision was made to deploy a second valve. A second sapien xt valve was deployed 40:60 a/v with extra care to account for the patient's moderate septal bulge. A repeat echocardiogram showed trivial pvl. The native annulus measured 25mm by tee with an area of 608cm2 by CT. The patient was noted to have a moderate septal bulge. The image intensifier angle and coaxial alignment of the delivery system and valve were reported to be good, ventilation was not held and there was no loss of pacing capture during valve deployment. The movement of the valve during deployment and subsequent malposition was attributed to the patient's moderate septal buldge.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the patient¿s moderate septal buldge contributed to the aortic malposition. The malposition of the valve most likely caused or contributed to the severe pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.